Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a degraded dso seal; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
D4 UDI and serial number are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during use, the pump alarmed 'no disposable, pump won't run' alarm. The patient turned the power back on, then the alarm was cleared. However, the alarm was issued on apr/21 again. No patient injury reported.